Event description:
ICD generator replacement due to eri. Normal functioning rv lead replacement due to recall. Attempted to use new rv lead, single coil 6935m, but failed dft testing so we needed to switch to a dual coil lead.